Manufacturer narrative:
We were notified that more troubleshooting was attempted and the device was able to connect. The device was not returned for analysis. The analysis is therefore based on technical device data from remote monitoring and device interrogation. The analysis of the technical device data revealed several resets of the bluetooth module. As a consequence, the ble communication was compromised and the rom mode was active which confirms the clinical observation of an uncommunicative state of the device. The root cause was narrowed down to a temporary droop of the operating voltage of the bluetooth module. The data analysis also shows that the device was successfully recovered and bluetooth communication is reestablished.

Manufacturer narrative:
We were notified that more troubleshooting was attempted and the device was able to connect.

Event description:
Ipg would not communicate with remote. Would not communicate with wand. Ipg remains implanted at this time. No adverse patient events have been reported.